Event description:
Complainant alleged that while attempting to defibrillate a male patient age (B)(6), the device did not discharge on two attempts. Clinician was using paddles and non-zoll pads. Complainant indicated that the patient converted on his own and that there was no adverse effect to the patient due to the reported malfunction.